Event description:
It was reported by the patient's legal counsel that the patient received a tka on (B)(6) 2006. On (B)(6) 2008, the patient was revised due to loosening of the tibial tray. At this time the patient received the tim augments. On (B)(6) 2009, the patient was revised due to the femur to be found to be on osteoporotic bone. In addition, the tibia had prominence on the previous tibial augment causing fascia lata inflammation. On (B)(6) 2009, the patient revised due to loosening.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.